Event description:
It was reported that there had been a change in lead parameters due to a suspected lead dislodgement. During the lead revision procedure, blood was present in the connector of the device header. When connecting the lead to the device, there was no pacing. The connecter was flushed out with saline, but due to extensive manipulation of the port, the silicone seal was damaged. The device was explanted and replaced. The lead was connected to the new device and no pacing issues were noted. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that there had been a change in lead parameters due to a suspected lead dislodgement. During the lead revision procedure, blood was present in the connector of the device header. When connecting the lead to the device, there was no pacing. The connecter was flushed out with saline, but due to extensive manipulation of the port, the silicone seal was damaged. The device was explanted and replaced. The lead was connected to the new device and no pacing issues were noted. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was noted that the grommet was damaged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.